Manufacturer narrative:
Follow-up # 1 ¿ (01/24/2015). The patient¿s meter has been returned on 1/9/2015 and evaluated by lifescan product analysis on 1/13/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The patient claimed that the meter issue occurred on (B)(6) 2014, at 04:00 pm. The patient detailed that he manages his diabetes with a combination of pills, diet and exercise and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient claimed that on the night of december 23, he developed symptoms of ¿headache and feeling shaky¿, however denied receiving any treatment. During troubleshooting the cca noted that the patient had got the meter wet. Replacement products were sent to the patient. This complaint is being reported as the patient allegedly suffered symptoms suggestive of a hypoglycemic event after the meter issue occurred.